Event description:
It was reported that during a laparoscopic hartman's reversal procedure that the device broke in use. Sleeve connecting the upper and lower ring ripped and the device separated. A new device was opened to complete the procedure. No time delay reported. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.